Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the devices were implanted in 2005. In 2007, the devices were revised due to fracture of stem.